Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, a matrix drawer failure occurred, and the drawer was indicated as being off the bus. Attempts to recover the drawer were unsuccessful, as the system continued to display that the drawer was off the bus. Power cycling the station was performed three times; however, the drawer was not recovered. The affected drawer contained the controlled substance return bin. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-nov-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the matrix drawer was failed. A field service engineer (fse) logged into the station and navigated to storage space configurations, confirmed that the matrix drawer was not visible, pulled the station out, removed the back panel, and checked the light emitting diodes (led) on the controller board. Fse then powered the station down, checked and reseated the bus cable connection to the controller board, then powered the station back up and verified the light emitting diodes (led). Fse logged into hardware test application (hta) and confirmed that the issue was resolved. Fse also verified the connections and debris while performing preventive maintenance. The system functioned as intended after the field service engineer repaired the device.